Event description:
Consumer said that when she removed the disposable head, the plastic bridge that holds the head into the handle snapped, and a piece flew off and hit the consumer in the eye. The consumer went to the doctor and was treated for corneal abrasion. This report is unconfirmed.